Event description:
It was reported that images on the 9900 system were missing after the system was rebooted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.